Event description:
Patient with implantation of medtronic programmable intrathecal morphine pump. A revision of the intrathecal catheter was done about 4 years later and replacement of the intrathecal pump approximately one and one-half years after the revision; all at an outside facility. Management of the intrathecal pump began at the facility in 2003. Pt. Complaint of decreased pain control in early 2004. Intrathecal catheter dye study and myelogram done approximately five months later revealing that the catheter was disconnected from the intrathecal pump. An open revision of the intrathecal catheter was done 2 weeks after the myelogram revealing a disconnection and fracture of the intrathecal catheter. The catheter was repaired and reconnected to the pump. The patient received intravenous antibiotics and was discontinued on antibiotics by mouth. Staples removed from the incision site approximately 2 weeks after the open revision and noted to be healing well. Pt. Returned for pump refill weeks later and the incision site was found to be infected. Pt. Admitted for IV antibiotics, the entire i.t pump system was removed a few days later and remained an inpatient on IV antibiotics until discharged to a skilled nursing facility the next week for continued IV antibiotics.